Manufacturer narrative:
(B)(4). This is the combined initial and final. G2: foreign - event occurred in germany. The complaint can be confirmed through the returned product analysis. The tip of the device is fractured off (all returned). Visual examination of the returned product identified signs of use (dings and scratches on the posterior surface). The tip of the device is fractured off (all returned). The device has a potential field age of 9 plus years. Device examination findings were also assessed in the context of prior investigations involving the same device type and similar failure mode, specifically, distal tip fracture. In those prior investigations, detailed fracture evaluations, including scanning electron microscopy (sem), were performed. The fracture surface characteristics observed in those analyses were consistent with overload associated with bending stress. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Device examination showed a distal tip fracture, which was consistent with an overload associated with bending stress as per prior investigations involving the same device type and similar failure mode. However, a definitive root cause of the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an instrument broke at the tip while in use. The broken portion did not contact the patient, and no fragments remained. The instrument had been used approximately 40 times, and the procedure experienced a brief delay of approximately five minutes while the instrument was replaced. The patient had no consequences or impact. Attempts have been made, and no further information has been provided.